Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 22x3.3mm, 86% stenosed, eccentric and de novo target lesion with lesion bend of <=45 degree, was located in the moderately tortuous and moderately calcified right coronary artery (rca). Predilation was performed with a 3.0x20 maverick2 balloon catheter, leaving 81% residual stenosis in the lesion. A 24 x 3.50 rebel stent was introduced to treat the target lesion; however, significant resistance was encountered while advancing and it was noted that the stent was dislodged from the balloon. The whole system was pulled out and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The returned product consisted of a rebel stent delivery system. The stent was not returned for product analysis. The balloon was microscopically examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded with stent impressions. Microscopic examination presented no damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 22x3.3mm, 86% stenosed, eccentric and de novo target lesion with lesion bend of <=45 degree, was located in the moderately tortuous and moderately calcified right coronary artery (rca). Predilation was performed with a 3.0x20 maverick2 balloon catheter, leaving 81% residual stenosis in the lesion. A 24 x 3.50 rebel stent was introduced to treat the target lesion; however, significant resistance was encountered while advancing and it was noted that the stent was dislodged from the balloon. The whole system was pulled out and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.